Manufacturer narrative:
Bd pas received (B)(4) samples from the customer facility for investigation. The customer samples were evaluated and the customer¿s indicated failure mode of sleeve leakage with the incident lot was not observed as all samples met the required specifications. Sleeve function testing was conducted on the customer samples and no defects were observed. The manufacturing records were reviewed for the incident lot and no issues were identified. Conclusion: based on the investigation, no product issue was identified as the product was found to be in conformance and meet release specifications. There was no root cause as bd was unable to duplicate or confirm the customer's indicated failure mode.

Event description:
It was reported that bd vacutainer® multi sample blood collection needle had blood leakage from poor sleeve recovery. No injury or medical intervention.